Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a loose connection on the link electronic module (lem) board for the radiofrequency head and therefore the lem board was replaced and calibrated. Analysis further noted that the display screen dropped and that the printer had a broken gear, and the lower display hinges and the printer were replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had to be held or manipulated in order for it to work with the programmer. It was surmised that it could possibly be a problem with the circuit board (connection). The programmer was returned for service. No patient complications have been reported as a result of this event.